Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of lead a, terminal end lead segment, found a kink on the outer tubing where two broken wires were observed. The terminal end segment was tested for continuity from contacts to bare wires and two opens were found confirming the visual observation. The root cause of the fractures is unknown as the patient did not report any trauma, such as falls or an accident prior to the reported allegation.

Event description:
It was reported that the patient never experienced effective therapy. No anomaly was found during impedance check. Additionally, the patient experienced pain at the ipg site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial: (B)(6), batch:7858142.